Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had evidence of oversensed noise. No inappropriate shock was administered. The noise is believed to be air escaping the header. No adverse patient effects were reported. The device remains in service.